Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, non-calcified, below the bifurcation de novo iliac artery lesion, using kissing balloon technique, the 7.0x40x80 armada 35 balloon appeared smaller than a 7.0 size balloon. After inflation the balloon failed to deflate; however, after 20 minutes the balloon was partially deflated and successfully pulled into the sheath and removed without issue. Although the procedure was reported to be prolonged, there was no adverse patient sequela; thus, the procedural delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty deflating the balloon was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.